Event description:
An update was later received indicating that the patient was provided antibiotics for the infection. Additionally it was noted that the lead was also removed during the explant procedure and not just the generator. No other relevant information has been received to date.

Manufacturer narrative:
The return of the explanted device is not necessary as it will add no value to the investigation.

Event description:
It was reported the patient was uncomfortable and did not feel the device was working. The physician also did not think the device was working, but this was explained that she was saying this because the patient was uncomfortable, not because there were performance issues with the device. The patient was seen in (B)(6) and reported to the physician that she believed it was infected. The physician did not think it was infected at the time. The day before, the physician saw the patient again, and now the area was warm to touch, and there was a tiny scab. The physician now believes the generator area is infected. The pain was noted to be related to the infection. The devices were confirmed hp sterilized prior to distribution the patient's device was explanted.